Event description:
Per the customer, a patient has been burned with the tens unit. Now they are afraid to use the device. It appears the end-user hd the electrodes more than 6" apart from one another. He was using if-2p with the electrodes 8" apart. End-user states the patient received 2nd degree burns and has filed a lawsuit against him. The burn occurred on the neck, and appeared right away.